Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc button due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was just lying in bed when the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 66 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.